Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the healthcare provider has indicated that this event was related to a sizing issue; there was no device malfunction. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted due to a paravalvular leak after implant. The healthcare provider indicated "sizing issue." It was also noted that there was no malfunction or deficiency related to the explanted valve. No other details provided.